Event description:
The pt was implanted with an scs system on (B) (6) 2008. It was reported on (B) (6) 2009 that the stimulator would not increase in amplitude. The pt reported she had fallen prior to the stimulator not working. A lead impedance check was performed and electrodes 1-8 had invalid readings. Additional reprogramming was attempted, however, this was not successful in achieving adequate pain coverage. The pt's lead was explanted and replaced on (B) (6) 2009. The device was returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Eval results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead segments were kinked with all wires broken in channels 9-16. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective reviewed initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.